Event description:
During hip arthroscopy surgery, the product broke into the patient. The physician did not have a device to retrieve the broken piece at the time of surgery. Therefore, he performed a second surgery on (B)(6), for the retrieval. The patient has no subsequent condition afterward.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation of the drill shows the drill head has broken off. Drill was forwarded to supplier quality for evaluation. One device was returned for evaluation. The failure mode of "broken" was confirmed. An investigation of the manufacture of the device was performed. It was identified that the device was manufactured by lab medical, and received (B)(4) 2008. (B)(4) is no longer the supplier for this product due to quality performance issues. No further investigation is warranted at this time. (B)(4).